Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017, incorrect removal.

Event description:
It was reported that the procedure was to treat the popliteal artery. Two stent grafts were implanted and a 6.5x120mm supera stent was deployed; however, when attempting to remove the supera delivery system the tip became stuck in the stent graft and separated. It was noted that the deployment levers were not locked when removing the delivery system. The separated portion was removed via snare. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the deployment levers were not locked when removing the delivery system. It should be noted that the supera peripheral stent system instructions for use (IFU), states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The deviation of the IFU likely contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after stent deployment interaction with the two implanted stent grafts resulted in the reported difficult to remove. Manipulation of the compromised device in conjunction with failing to lock the deployment levers ultimately resulted in the reported tip material separation. As reported, the separated portion was removed via snare. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from yes to no.